Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference complaint: (B)(4).

Event description:
It was reported that after a novasure endometrial ablation, on post-ablation hysteroscopy, the endometrial surface did not have the "typical charring" the physician was used to. Approximately two weeks post-procedure the patient reported pain and bleeding with a malodorous discharge. She was treated with antibiotics for presumed endometritis and her bleeding improved after a short course of oral progesterone. The patient continues to have pain primarily with intercourse and the physician plans to follow her symptoms.